Event description:
Used surgical fibers were received from a user facility with no additional information provided. No reason for return or description of failure was provided or is available. There was no patient or user injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-335a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.